Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system may have contributed to the patient's death. It was reported the patient experienced a heart attack.